Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a critical pump error. Customer's blood glucose value was 114mg/dl. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies.